Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm), the cs300 intra-aortic balloon pump (iabp) bimba test failed. There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
The getinge field service technician (fst) discovered bimba test fail. Issue: autofill test fail. Resolution: replaced glass tubing. Precautionary service: complete the scheduled pm while apply 2500 hr prevent maint kit and other. Noted: missing stoge pouch/bag (frontal), no thermal print paper, yet printer is fully functional, and low helium tank (external) advise the in-hous. Biomed team to garnish and replenish the items a quote will be provided upon request. Verification: ran all the tests in accordance to the manufacturer's specifications. All tests are within range. The failure analysis and testing dept. Received part with a reported unit failure of the autofill test. The fat performed a visual inspection and found the part to have a broken glass tubing. This would cause a failure of the autofill. Root cause is likely a service/business issue as this part is only accessible during maintenance. Retaining the part in the failure analysis and testing department per procedure.